Manufacturer narrative:
Product ID: 3877-45, lot# 0204168702, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they went to a neuro surgeon to implant a surgical lead which resolved the issue without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The imaging performed on (B)(6)2017 showed the lead moved up.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3877-45, lot#: 0204168702, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was reported that on (B)(6) 2017, the doctor tried to move it up but when the "pace" was switched on, there was no contact and all impedance were up 10,000 ohms. It was decided to let the patient go on holiday and they would try again when she came back. The patient then went to a neurosurgeon to implant a surgical lead; the lead was explanted and replaced on (B)(6) 2017. The device disposition was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that prior impedance was ok. The healthcare professional could move the lead down and after when they went to switch the stimulator on the impedance was all over 10,000 ohms. It was noted that maybe the cause of this was that the lead broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that when the doctor tried to move the lead after looking at the prescription and it was noted that there was a lot of fibrosis, but it seemed fine. After reprogramming all impedance values were high. Maybe the lead was defected or broken, the doctor didn't know. The etiology was noted as related to the device or therapy, and possible related to the implant procedure. The device diagnosis was high impedance. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable component is: product ID: (B)(4), lot# 0204168702, product type: lead.

Event description:
Information was received from a foreign healthcare professional of a clinical study. A device diagnosis of lead migration/dislodgement was reported with a clinical diagnosis of leg pain. Imaging was performed on (B)(6) 2017. There was no pain relief. The stimulation was in the abdomen instead of the leg. The lead was repositioned on (B)(6) 2017 and the event was unresolved with no further action planned. The event was related to the device or therapy and was not related to the implant procedure.